Manufacturer narrative:
Concomitant medical products: product ID: afapro28, product type: balloon catheter; product ID: 203cxc, product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. After the procedure, the patient's blood pressure dropped. An echocardiogram was performed and confirmed a minor pericardial effusion. A pericardiocentesis was performed. No further patient complications have been reported as a result of this event. It was later reported that the original balloon catheter was also replaced because it was unable to inflate.